Event description:
Pump was reported to not deliver fluid and not alarm during an infusion of tpn. No additional clinical details were able to be obtained. No medical intervention was needed and no pt injury resulted.